Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, broken battery tube threads, and missing endcap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that the vial fell out. The customer's spouse reported that the reservoir compartment was broken. The customer's spouse reported that they received an external ram error alarm and software error alarm with the back-up insulin pump. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 138 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with the insulin pump. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.